Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Rptr alleged blood glucose results on the advantage sys had been higher lately and customer went to the hosp as a result. Customer stated the advantage sys read 405 mg/dl compared to the hosp result of 92 mg/dl when testing was performed seconds apart. Customer stated having no high or low glucose symptoms at the time of testing. No treatment info was provided and customer stated not wanting to provide any further info on the incident. A request was made for the return of the suspect device and replacement prod was sent. Advantage sys: strip lot 549127 exp date 06-30-07).